Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received a one (1) afx2 bifurcated stent graft, bea28-90/i20-30 and one (1) vela suprarenal stent graft, a34-34/c100-o20 for evaluation. Blood and tissue residue were present upon receipt. The devices were decontaminated. A visual analysis was performed. The afx2 bifurcated stent graft, bea28-90/i20-30 was visual inspected. The integrity of the graft appears to be intact with no visible defects. The vela suprarenal stent graft, a34-34/c100-o20 was visual inspected. The stent graft has a hole approximately 10 mm in length. The hole is located at the distal end of the stent. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix confirmed the reported type 3b endoleak of the proximal extension and type 2 endoleak (non- device related) of the lumbar artery. The reported sac growth was not confirmed due to a lack of relevant comparative imaging. The most likely causation for the reported type 2 endoleak is anatomy related and the causation of the sac growth is related to the endoleaks. The most likely causation for the type 3b endoleak of the proximal extension is user related as the coils that were implanted in the internal mesenteric artery a year prior were in close proximity to the stent cage and fabric which caused a hole in the graft. The final patient status was reported to be doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Manufacturer narrative:
The device involved in the event was explanted and is expected to be returned for evaluation, but has not been received. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial implant, the patient was identified with a type 2 endoleak (non-device related) and referred to another physician for a coiling procedure. Now, approximately one (1) year later, a computed tomography (CT) identified a type 3b endoleak of the proximal extension with sac expansion, and another possible type 2 endoleak (non-device related) from the lumbars and inferior mesenteric artery (ima). The physician elected to explant the devices and the patient is reportedly doing well.